Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused elevated heart rate, lung mass, lung nodules and other growths within the thyroid, spleen, liver and bones. The patient did report to receive medical intervention and had diagnostic exams such as x-rays, CT scans and pet scans. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused elevated heart rate, lung mass, lung nodules and other growths within the thyroid, spleen, liver and bones. The patient did report to receive medical intervention and had diagnostic exams such as x-rays, CT scans and pet scans. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found unknown dust contaminant inside of air inlet, unknown contaminant on the iso port of the right-side panel, on the pca, black marks inside the pca, an unknown dust contaminant on the blower cap, an unknown contaminant, possibly liquid ingress on the blower housing. The manufacturer also found dust contaminant on the right-side panel, bottom enclosure, sound abatement foam, and the air inlet seal, unknown contaminant to the bottom enclosure and the sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found error e-53. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of unknown contaminant as well as dust contaminant on flip lid assembly, on the top enclosure, on the left-side panel of the bottom housing, the dry box, dry box seal, the inlet seal on the dry box, the bottom housing, lower base, and heater plate. Evidence of liquid ingress was observed on the top enclosure, bottom housing, and the heater spring, unknown particle contaminant and hair-like contaminant on the lower base. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed presence of various contaminant and evidence of liquid ingress inside the device.